Manufacturer narrative:
.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer had high blood glucose levels of 465mg/dl. Customer treated with the insulin pump. The customer also reported leakage from the reservoir compartment. Advised to discontinue use of the insulin pump. No additional information was provided.